Event description:
The customer reported the 6800 system was not storing x-ray images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 6800 system was set up to save images automatically following each x-ray per the customer request and teaching was provided on setting up user preferences. The system was tested and operates as intended.